Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient came in with an infection of the shoulder 5 weeks after implantation of the anchor

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: infection of the shoulder 5 weeks after implantation. Per additional information. A mrsa germ was found. The infection was endogenous and not related to our product. Probable root cause: design: wrong raw material or manufacturing agent selected; in-process cleaning not effective at removing manufacturing residuals; not enough strict controls placed on raw material source and purity process; contamination during manufacturing process; in-process cleaning not performed to spec. Application: contamination of instruments. (B)(4).

Event description:
It was reported that the patient came in with an infection of the shoulder 5 weeks after implantation of the anchor.